Event description:
On (B)(6) 2013 covidien (B)(6) reports: a (B)(6) male pt, weighing (B)(6), w/o venous system problem, rec'd 100ml of optiject 300 (ioversol) by IV route in the forearm, via an injector at rate of 2ml/sec, for a scan of spine for cervicobrachial neuralgia, on (B)(6) 2012. During optiject injection he experienced an extravasation (between 31 and 100ml) at injection site. The final outcome was unk.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.